Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported during the procedure the instrument was broken, all the pieces were removed from the patient. No patient injury was reported.

Manufacturer narrative:
Additional information: visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 7209161 180 degree left bend cuff stitch product returned. The procedure was listed as: ¿shoulder instability¿. The device is four years old. The complaint indicated that the instrument was broken during the procedure and that all the pieces were removed from the patient. The device received is broken. Approximately ¼¿ of distal tip is missing. The 180 degree curved distal tip piece was not received although it is available for viewing in the customer¿s photo sent. The shaft is slightly bowed at the broken area. There are scratches from use. These are more prevalent at the distal tip. Per IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument¿. Excessive force can result in instrument failure. No root cause related to the manufacture of the device was established. Use error may have been a contributing factor to the event.